Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. No further investigation was necessary for this complaint. The hcp decided to remove the sensor from the patient's arm because he diagnosed subcutaneous hematoma (although patient did not have feel any symptoms). While removing, the doctor noticed that the sensor was not parallel and was inserted too deeper than usual. The doctor implanted another sensor to continue using eversense xl cgm system.

Event description:
Senseonics was made aware of an incident where patient experienced weak sensor signal. Patient went to the doctor who diagnosed hematoma. Patient mentioned that he did not feel or see any symptoms under/around the insertion site. The doctor, however, decided to remove the sensor because of hematoma and implanted a new sensor. While removing the sensor, the doctor noticed that it was not parallel to the arm and was inserted deeper than usual.